Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) at first, it was performed a surgery of implant installation and after six months, it was performed the installation of the prosthesis, which has fractured 2 months after this. As the removal of the fractured abutment caused a damage in the interior of the implant, the dentist decided to remove the implant.